Event description:
On (B)(6) 2021, a carbomedics top hat valve model s5-019 was intended for an aortic valve replacement (native valve) procedure. As confirmed, the device was tested with the dedicated tester and no fault was identified at that time. During unclamping, it was identified that the valve was stuck when opening, specifically, one leaflet did not open and did not allow flow. As such, the surgeon removed the device and tried to reposition it in the patient, first testing the valve with the dedicated testers. Then, the valve was removed, and a new carbomedics standard aortic valve was put in, which worked at the time of placement. As reported, the functionality of the top hat valve model s5-019 valve was approved, the failure was detected when unpinning and at this time it was realized that the valve leaflets did not open. There was no bad position, it was measured, tested and broken with the device's gauges and rotators correctly.